Event description:
The facility reported a colleague 2006 pump with software version in which the stop button is not functioning. It is unknown when the reported condition occurred. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition in which the stop button was not functioning was confirmed during product evaluation. Inspection of the pump found that this event was due to physical damage. The pump head module keypad was replaced to address the initial reported condition. This issue is currently being investigated under CAPA.